Event description:
Customer was hospitalized for low blood glucose. During troubleshooting, customer reported that the pump was giving too much insulin. Troubleshooting suggested that pump was not operating properly. Instructed customer to disconnect and return pump.